Event description:
"S/p b sq mastx's for multiple fibroadenomas. Had prior r breast bx and fh + mat gm with unil after meno breast ca. Had b reconstruction with mcghan gels (? Size/type-no records). These were quite hard initially but have softened and the l has definitely changed with extension into axilla and lateral chest wall such that the pt believes it is ruptured. She denies h/o trauma. The r has been painful secondary to neuroma. She has some systemic sx's including arthralgias (+ am stiffness), hot flashes, tmjd, sens sunlite, choking sens, increased cholesterol, wgt gain, and gi/gu disturb. Pt is otherwise healthy."